Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2020 due to sizing. Additional information received from the territory manager indicated: ¿incorrect size was reason for replacement.¿ the device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of incorrect sizing quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified the patient experienced ipp malfunction; incorrect size was reason for replacement. The device was removed/replaced.